Manufacturer narrative:
Investigation results: the product was received for evaluation. During a visual inspection, the reported problem was confirmed. The product was found with no seal on one end of the package resulting in a breach in the sterility of the bur.

Event description:
It was reported that the pouch containing this bur was not sealed. This was noted during receiving and inspection of the product and had no patient involvement.